Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received the monitor was intermittently able to power on. However, during root cause investigation the failure was unable to be replicated. The monitor powered up properly and passed all functional, flash, and target memory testing. The monitor was opened and the pcas were inspected for corrosion and physical damage; no issues were observed. The monitor was powered up an additional 10x without issue. A review of the flags of the last patient to use the monitor did not reveal any issues. The root cause of the intermittent ability to power on was unable to be determined. Due to the inability the determine the root cause of the intermittent ability to power on, the computer/analog pca will be replaced. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was unable to power on.